Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of in 40¿s mg/dl. Customer stated that, needs to trouble issue with sensor. Customer also reported, sensor updating alert. Troubleshooting steps were guided for sensor updating alert. Basal delivery running low at night, so adjusting basals to lower then what they should. Blood glucose running low at night in the 40's mg/dl, issue was discussed with healthcare professional, customer does not think it is necessary to troubleshoot for low blood glucose. Customer advised to monitor the pump as system may recover and to call back if further assistance is needed. Customer advised that, they can decide to replace sensor if issue recurs. Customer advised customer to monitor sensor and call back is sensor updating message recurs. The insulin pump will not be returned for analysis.